Event description:
A paramedic used the ez-io device out of a sealed package as described. The outer trocar was not in place. The device was used and drilled into bone marrow space, but when provider went to hook it up to IV there was no outer trocar so device could not be used for intended purpose. Device was removed and another used on opposite limb. It would appear that device was not complete with both parts of the ez-io needle: inner stylette was present. Outer trocar with luer adapter was not in package and not attached as expected. Reason for use: cardiac arrest.